Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) presented high out of range shock impedance, technical services (ts) stated that the values are stable but rising gradually. The ICD remains in service. No adverse patient effects were reported.